Event description:
When drilling for a screw the drill bit broke. The bit fell into the patient. The surgeon was able to recover it. The surgeon was able to complete the drilling without delay. The surgery was completed successfully.